Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "intermittent operation" was confirmed. During the pre-repair diagnostic assessment, the unit failed rotational speed tests. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating the device had intermittent operation. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.